Manufacturer narrative:
(B)(4). Batch # k5au2c. The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot. Month and day unknown. Only year (2017) is known.

Event description:
It was reported that during an unknown procedure, before opening the package, the sterile package has already been open. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # k5au2c. Device evaluation: the analysis results found that the pph01 device arrived and with no apparent damage. The breakaway washer was present and uncut and the device was fully loaded with staples, indicating that the device had not being fired. In addition tyvek was received. The device was tested for functionality with the returned washer and it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. No issues on the packaging was noted since the device was already opened. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.